Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. After several bolus corrections, the patient noticed that the pod's adhesive patch was wet. As treatment, a new pod was applied. The device investigation observed exposed cannula tear and fluid leakage during testing.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused an insulin delivery failure. No other damages or defects were found with the device that would result in the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.